Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer noted that the pump was dropped in the snow prior to the malfunction. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level.